Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.00/1.5/102 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2024. The patient experienced lens rotation not associated to low vaulting. Lens remains implanted. The cause of the event was reported as unknown. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.00/3.0/177 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced lens rotation not associated to low vaulting. Lens remains implanted. The cause of the event was reported as unknown.